Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective unit for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported the pressure gauge fell out and is unusable. At this time, there is no information regarding patient involvement associated with the reported event.